Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was the patient's thoracic disk was herniated. It was stated that this was not thought to be device related. The implantable neurostimulator (ins) and the lead was explanted. An MRI was done on (B)(6) 2013 of the "t7/6". It was stated that the patient had lower extremity (le) weakness. It was reported that the patient did require hospitalization. It was noted the hcp had not seen the patient for follow up.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found no anomalies. Analysis of the lead (serial # (B)(4)) found that the lead body had been cut through or segmented.

Event description:
The patient experience leg weakness and needed an MRI. After the device was explanted he had an MRI which showed a herniated disc. Additional information indicated the lead was positioned overlying the herniated disc. It was noted there was a patient injury. Additional information has been requested.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.